Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Corrected manufacturing site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pvi procedure, a pericardial effusion occurred. During the transseptal puncture, there was difficulty when manipulating the sheath into the right atrium. There was a slight drop in tension, and an echocardiogram revealed a pericardial effusion on the septum of the right atrium, for which a pericardiocentesis was performed. The patient was taken to the recovery room where they remain stable. There were no performance issues with any abbott devices.